Event description:
Customer alleged the chrome is peeling off handrim. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model t4, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1110558 rev h (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that their maintenance department handles the distribution of these wheelchairs within the hospital. The dealer stated that one of their maintenance employees went to grab a chair and felt a pinch to the hand. When he looked, he stated that he saw the chrome peeling on the side frame of the chair. He stated that he was not injured. The product is to be returned to invacare for an inspection and evaluation.